Event description:
Patient called to report an adverse event that occurred due to a device issue involving her tandem t;slim pump. Patient stated her pump battery was depleting quicker than normal but she was unsure what the issue was. Patient stated she ended up in the ER with severe dka (diabetic ketoacidosis) and she discovered that although her pump had updated to the latest version, she was never told she had to refresh the app. Patient said the pump nor her dexcom alerted her that she was going high, and she was never informed of needing to refresh after the update. Patient stated even her doctor couldn't connect until after she refreshed, but even the doctor was unaware that the refresh was required after the update. Patient said she did receive notice of the tandem recall regarding the battery depletion dated august 20th but didn't receive the notice until last thursday. Patient stated she is now doing finger sticks 3 times a day and is having problems trusting her devices. Patient feels the communication between tandem and consumers is poor and that they should be doing a better job at explaining the refresh after upgrade is mandatory to avoid the battery depletion issue. Patient stated she has health records and labs available if needed.